Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during revision, the rod break both sides. After checking the sacral alar iliac (sai) screws, it was found that one screw does not hold well in the bone like the other and was replaced, metallose were detected in the area of the replaced screw. Surgical delay and procedure outcome are unknown. There was patient consequence. This complaint involves two (2) device.